Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to hypoglycemia on (B)(6) 2019 with blood glucose level was over 600 mg/dl at time of incident. The customer was assisted with troubleshooting. The customer was treated with manual syringe, shots, intravenous. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the symptoms related to high blood glucose such as nausea, vomiting, abdominal pain, difficulty breathing. Customer stated that they did allege insulin pump was under delivering when customer was on shots, manual injection blood glucose was lowered, did not seen decrease of the insulin in the reservoir when delivering boluses. The device will not be returned for analysis.